Manufacturer narrative:
(B)(4): occlusion is listed in the instructions for use. Event is still under investigation.

Event description:
The male pt had an iliac branch graft and a flex aaa stent graft implanted. Two days after the procedure, there was a kink in the zsle graft which caused an external iliac occlusion. There was a ninety degree bend in the artery which caused the graft to kink and cause the occlusion. An add'l procedure was performed for a surgical bypass of occluded artery. The pt did not sustain any further adverse event due to this occurrence.